Event description:
It was reported that during an un-specified procedure, a perforation occurred in an accessory artery off the iliac vessel. The 4.5 x 26 mm graftmaster stent delivery system (sds) was advanced; however, difficulty was noted reaching the perforation due to the anatomy. Once the sds reached the area, there was no longer any obvious bleeding; however, the stent was deployed. After stent deployment, the patient blood pressure dropped due to the prior perforation, and the procedure was discontinued. The patient was given 2 units of blood and is in good condition. No additional information was provided.

Event description:
Subsequent to the previous medwatch filing, additional information reported that the patient remained on paliative care until the evening of (B)(6) 2013, and was noted to have passed by nursing staff. Final cause of death was acute respiratory failure with cardiac failure that followed. Underlying cause was acute renal failure due to previous hypovolemic shock due to retroperitoneal hemorrhage. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. It should be noted that hemorrhage and hypotension are listed in the graftmaster instructions for use as potential adverse events that may be associated with the use of jostent coronary stent graft procedures. Although a conclusive cause for the reported hypotension, and the relationship to the product, if any, cannot be determined, the reported physical resistance, hemorrhage, delay in treatment and additional therapy/ non-surgical treatment appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). It should be noted that death is listed in the otw graftmaster instructions for use (IFU) as potential adverse event that may be associated with the use of jostent coronary stent graft procedures. Although a conclusive cause for the reported death, cardiac arrest, respiratory distress and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency.